Event description:
It was reported that the patient with this right ventricular (rv) lead tripped, so the rv lead lost slack. At a later date, the patient had a syncopal episode. Subsequently, the syncopal episode was attributed to a lack of capture due to microdislodgement and the programmed capture threshold output was increased. Lastly, the rv lead was repositioned and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Added patient code e2007. The lead remains implanted and in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient with this right ventricular (rv) lead tripped and fell, resulting in the right ventricular (rv) lead losing slack. At a later date, the patient had a syncopal episode and fell, bumping their head. The patient was hospitalized. It was noted the patient did not suffer a head injury due to the fall. Subsequently, the syncopal episode was attributed to a loss of capture due to a microdislodgement of the rv lead and the programmed output was increased. Lastly, the rv lead was repositioned and remains in service. No additional adverse patient effects were reported.